Event description:
Patient underwent redo aortic valve replacement on (B)(6) 2013 after presenting with moderate to severe aortic stenosis. Operative report states: "a transverse aortotomy was performed. The edwards perimount magna bioprosthetic valve had normal expected appearance. There was free movement of all 3 bioprosthetic valve leaflets. The thickened septal muscle was visualized below the valve; the valve was excised. There was a subaortic membrane present along the septal muscle, the membrane was excised and the septal myectomy was performed. Approximately a 0.5 em piece of septal muscle was excised from the left ventricular outflow tract. An aortic root enlargement was performed. Valve was replaced with a 23mm mechanical valve"

Event description:
It was reported by hospital nurse that a patient with an edwards aortic bioprosthetic valve implanted in (B)(6) 2012 presented with moderate to severe aortic stenosis valve after a period of about 6 months. Patient is scheduled to redo the aortic valve replacement late (B)(6) 2013. Original implant operative report of (B)(6) 2012 indicates the subject device was implanted with no complications and the intraoperative tee showed a properly positioned and functioning aortic valve prosthesis without any periannular or central leaks. Patient tolerated the procedure well. Records also indicate that a tee performed (B)(6) 2013 shows severe prosthetic aortic stenosis.

Manufacturer narrative:
The explanted device was arranged for return, however, it has not yet been received for evaluation. Operative report indicates the subject bioprosthesis was visualized and appeared normal with free moving leaflets. It was noted that thickened septal muscle, 0.5cm of which was excised during the redo-avr, is the likely cause to lvot obstruction which likely was the cause for the preoperative diagnosis of stenosis. Therefore, the provided information suggets this event is related to patient antomical and physiological factors (subaortic stenosis), and not to a malfunction of the edwards device. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device malfunction or quality deficiency related to this event.

Manufacturer narrative:
As stated, the device in question has not yet been explanted (scheduled for the week of (B)(6) 2013). Without additional information and return of the device, the nature of the reported stenosis cannot be evaluated or confirmed. The provided echo results do not describe the performance of the device leaflets. The healthcare provider declined to provide any echocardiography imaging to edwards. Edwards is in contact with the healthcare provider to return the device in question for evaluation, once explanted. Additional information and edwards conclusions will be reported once completed.